Event description:
Hologic field applications specialist (fas) reported on behalf of customer one sars-cov-2 tma run using assay lot 278579 on panther plus instrument sn (B)(4) which had a high number of positive samples. The wl in question (B)(4) had 47 suspected false positives out of 248 samples, which met customer's criteria for retesting (positivity rate > 13%). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; the increase in positivity appeared to be sample-related. Hologic field applications specialist (fas) performed an instrument cleaning, prepared a new kit, and continued to run without errors. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.